Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'failed accuracy test'. Evaluation observed the device to deliver below specification. The cause was identified to be the fingers and valves pressure plates which were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered 301 ml/hr for 602 ml. Pump delivered: 545.59 ml about -10%, ran accuracy delivery test: 40 ml/hr for 20 ml. Pump delivered: 17.17, ran accuracy delivery test (different vi set) : 40 ml/hr for 20 ml. Pump delivered: 18.36 ml. All testing show pump is under delivery. Greater that +/-5%. There was no patient involvement. No additional information is available.